Manufacturer narrative:
Production process analysis: a review of the device history record confirmed that the device was manufactured and tested according to relevant procedures and shipped according to manufacturer's specifications. User (surgeon and patient) information analysis: on (B)(6) 2024, during monitoring of the pas, apifix identified that patient#: (B)(6) reportedly has a ratchet device which shows shortening, indicative of dysfunction of the ratchet mechanism. Patient reports a palpable clunk when bending back and forth accompanied by middle back pain. Corrective action: ratchet malfunction (resulting in a backup of the distraction) can result from physical trauma, practicing high-demand sports, and tissue growth inside the ratchet mechanism. Ratchet malfunction may be a coincidental finding and may also be reported together with pain/curve progression/noise. The company took several actions to mitigate ratchet malfunction: eco-13, the ratchet flat spring component was changed to a thicker spring (from 0.15 to 0.25mm). Eco-59, addition of a stopper pin to prevent the pole from dislocating from the base and inherit from the design to prevent the collapse of the ratchet. In march 2020, a highlight of the risk associated with practicing high-demand sports was added to the mid-c training presentation. Risk assessment: reoperation events are a known risk that was assessed and recorded by the product risk assessment. The risk of the ratchet malfunction has been assessed and found to be acceptable. The risks have been quantified, characterized, and documented as acceptable within full risk assessment. At the time of this report, no additional information has been received. Once additional information become available, the complaint record will be updated accordingly and a follow-up medwatch report will be submitted.

Event description:
On (B)(6) 2024, during monitoring of the pas, apifix identified that patient#: (B)(6) reportedly has a ratchet device which shows shortening, indicative of dysfunction of the ratchet mechanism. Patient reports a palpable clunk when bending back and forth accompanied by middle back pain.